Event description:
A report was received that the patient¿s leads was non-functioning. The patient will undergo a procedure wherein the lead will be removed or revised.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient¿s leads was non-functioning. The patient will undergo a procedure wherein the lead will be removed or revised.

Event description:
A report was received that the patient¿s leads was non-functioning. The patient will undergo a procedure wherein the lead will be removed or revised.

Manufacturer narrative:
Additional information was received that the leads had no malfunction.

Manufacturer narrative:
.